Event description:
Case description: this case was linked to cases (B)(4), referring to the same reporter. This spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse(+). Batch number was reported as a00208940 (expiry date: 16-jan-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00208940 (expiry date: 16-jan-2027). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced nodules. The outcome of the event was unknown. Follow up information was received on 25-nov-2025: this case was upgraded to serious. The event hard was added. The patients weight was ambiguously reported as 175. She was 45 years old at the time of the events. She was injected with radiesse(+) (ambiguously reported as radiesse) into the neck (off label use of device), on 18-jun-2025 for her first treatment. Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00201310. A lot search in the global safety database was conducted. There were no complications after the first treatment. The patient was injected again with radiesse(+) into the neck on (B)(6) 2025. Radiesse(+) (1.5 ml) was diluted with 0.5 ml of 2% lidocaine and 4.5 ml of bacteriostatic normal saline (bns) (product preparation issue, off label use of device). A total of 6 ml was injected using a 25g x 38 mm (reported as 1 1/2 x 25ga) cannula. Previous aesthetic treatments also included botox®, dysport®, hyaluronic acid fillers, and sculptra. Concomitant medication included zoloft. The patient had no known drug allergy (nkda). On (B)(6) 2025, 23 days after the radiesse(+) injection, the patient experienced hard visible nodules in the neck. Nodules became evident post injection at the very sites of injection. At the time of this report, no diagnosis was determined. Corrective treatment included injection with bacteriostatic normal saline (bns), and cannula used for subcision (reported as subcase) and breakdown of the nodules, followed by massages and warm compresses. No relevant laboratory data was performed. The outcome of the events was reported as not resolved (changed from unknown). In the opinion of the reporter, the events were related to radiesse(+). Therefore, the causality for the event nodules was changed from reasonable possibility/suspected to related. The treatment was necessary to accelerate and prevent permanent damage. The events were not considered to be permanent and did not require hospitalization for more than 24 hours. Follow-up information was received on 28-jan-2026: the patient continued to suffer from the events and did not see any improvement whatsoever. Although corrective treatment was performed, no resolution was noted. The patient was upset. The outcome of the events remained unchanged.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00208940, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00208940) and similar events were noted. This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-nov-2025: the batch record review for radiesse(+), lot a00201310, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00201310) and similar events were noted. This case was upgraded to serious. The event hard was added. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were related to radiesse(+). This case was assessed by merz north america as serious. The events of injection site nodule and injection site induration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is no approved indication for radiesse(+) in us. Dilution of radiesse(+) with lidocaine and bacteriostatic normal saline for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Possible confounding factor in this case includes multiple injections with radiesse(+) in the same treatment area within a short period of time. However, information provided was sparse and the reported events can occur after the treatment with radiesse(+). Causality for the reported events was therefore assessed as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site induration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 28-jan-2026: causality for the events remains unchanged as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site induration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked to cases (B)(4), referring to the same reporter. This spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse (+). Batch number was reported as a00208940 (expiry date: 16-jan-2027). The batch record review was received and the lot number for radiesse (+) was confirmed as a00208940 (expiry date: 16-jan-2027). A lot search in the global safety database was conducted. After the radiesse (+) injection, the patient experienced nodules. The outcome of the event was unknown. Follow up information was received on 25-nov-2025: this case was upgraded to serious. The event hard was added. The patients weight was ambiguously reported as 175. She was 45 years old at the time of the events. She was injected with radiesse (+) (ambiguously reported as radiesse) into the neck (off label use of device), on (B)(6) 2025 for her first treatment. Batch number was reported as a00201310 (expiry date: 13-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00201310. A lot search in the global safety database was conducted. There were no complications after the first treatment. The patient was injected again with radiesse (+) into the neck on (B)(6) 2025. Radiesse (+) (1.5 ml) was diluted with 0.5 ml of 2% lidocaine and 4.5 ml of bacteriostatic normal saline (bns) (product preparation issue, off label use of device). A total of 6 ml was injected using a 25g x 38 mm (reported as 1 1/2 x 25ga) cannula. Previous aesthetic treatments also included botox®, dysport®, hyaluronic acid fillers, and sculptra. Concomitant medication included zoloft. The patient had no known drug allergy (nkda). On (B)(6) 2025, 23 days after the radiesse (+) injection, the patient experienced hard visible nodules in the neck. Nodules became evident post injection at the very sites of injection. At the time of this report, no diagnosis was determined. Corrective treatment included injection with bacteriostatic normal saline (bns), and cannula used for subcision (reported as subcase) and breakdown of the nodules, followed by massages and warm compresses. No relevant laboratory data was performed. The outcome of the events was reported as not resolved (changed from unknown). In the opinion of the reporter, the events were related to radiesse (+). Therefore, the causality for the event nodules was changed from reasonable possibility/suspected to related. The treatment was necessary to accelerate and prevent permanent damage. The events were not considered to be permanent and did not require hospitalization for more than 24 hours.

Manufacturer narrative:
The batch record review for radiesse (+), lot a00208940, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00208940) and similar events were noted. This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-nov-2025: the batch record review for radiesse (+), lot a00201310, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00201310) and similar events were noted. This case was upgraded to serious. The event hard was added. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were related to radiesse (+). This case was assessed by merz north america as serious. The events of injection site nodule and injection site induration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is no approved indication for radiesse (+) in us. Dilution of radiesse (+) with lidocaine and bacteriostatic normal saline for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Possible confounding factor in this case includes multiple injections with radiesse (+) in the same treatment area within a short period of time. However, information provided was sparse and the reported events can occur after the treatment with radiesse (+). Causality for the reported events was therefore assessed as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site induration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.